Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 133, 130, and 125 mg/dl when all tests were performed within 5 minutes on the complete system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.